Event description:
Patient was being reinfused with autologous stem cells using hub-to-hub method (direct luer connection as opposed to split-septum cap and blunt cannula). Infusion rn noted that there was leaking between the tubing set and the hub of the patient catheter. The infusion was stopped then restarted with new tubing set from the same box with no further problem. The incident was caught immediately and total loss of product was 1-2ml.